Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert code 1003 was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion behavior. The device is using 148% of the power programmed at default parameters and the patient is minimally paced. A copy of device memory was saved and submitted to technical services (ts) for review. Analysis of device data confirmed premature battery depletion. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: this device was subsequently explanted and replaced and has been received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion behavior. The device is using 148% of the power programmed at default parameters and the patient is minimally paced. A copy of device memory was saved and submitted to technical services (ts) for review. Analysis of device data confirmed premature battery depletion. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: despite numerous attempts to obtain additional details regarding the status of this event, no further information was provided from the field.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion behavior. The device is using 148% of the power programmed at default parameters and the patient is minimally paced. A copy of device memory was saved and submitted to technical services (ts) for review. Analysis of device data confirmed premature battery depletion. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: this device was subsequently explanted and replaced and has been received for analysis. No additional adverse patient effects were reported. The investigation is currently in progress.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion behavior. The device is using 148% of the power programmed at default parameters and the patient is minimally paced. A copy of device memory was saved and submitted to technical services (ts) for review. Analysis of device data confirmed premature battery depletion. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.